Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device has low power and makes noise when in reverse was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Placeholder.

Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
Facility reports that during a hand surgery on (B)(6) 2013, a small battery drive had low power and was making noises when in reverse motion. No injuries or medical intervention were reported. There were no delays in surgery. The surgery was completed successfully with the same small battery drive. The surgery did not require the small battery drive to use the reverse motion. No additional information available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.